Event description:
On 5/29/1998, the facility nurse informed the MFR's (MFR.) Sales rep via a medwatch report of the following: when removing the catheter, only 10 cm was attached to the hub. X-ray revealed 20 cm in the right ventricle. A review of the previous x-rays show that it has been in the ventricle since at least september. The pt reports that it was only functional for a couple of chemo injections, then a peripheratly inserted central catheter line was inserted for the remainder of her chemo treatments. The pt was to have the catheter surgically removed on 6/1/1998, at another facility. No further details were provided at this time.

Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. No further details are available. The MFR is now closing the file on this event. The filing of this 02 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00249, 00299, 00314, 00237; MDR#1220923-1997-0007, 00015, 00016, 00017, 00025, 00031, 00032, 00033, 00034, 00041, 00044; MDR#1220923-1998-00014, 00024, 00029, 00038, 000045, 00050, 00071.